Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle leading to the pump shutting down. Customer¿s blood glucose level was 516 mg/dl. The customer aminstered a correction injection to address bg. The customer reverted to an alternate method insulin therapy.